Event description:
The customer reported to olympus, the high-definition autoclavable camera head image did not appear and corrosion of electrical contact was noted. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The evaluation found that the sudden loss of field of view due to no image, darkness, etc. Was caused by an imaging system component failure (charge coupled device unit (ccd-u) image sensor failure). The electrical contacts were found to be corroded. Additionally, scope mount looseness and rattling and camera cable scratch was noted. Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to failure of the charged coupler device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.